Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 9/2/2019. Device evaluation summary: according to the reported information, the patient experienced a deflation of the tissue expander. During visual evaluation an area of siltex cracking was observed on posterior view. Leak testing revealed there was a measuring approximately 0.2 cm tear within the siltex cracking area. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices resulting in a tear at a later date. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 550cc mentor siltex contour profile high saline prosthesis, catalog # 3542714, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old patient who underwent primary breast reconstruction with a 550cc mentor siltex contour profile high saline prosthesis experienced spontaneous left sided deflation post procedure. The patient received an official medical diagnosis of the deflation. As a result, the device was explanted and replaced with mentor gel on (B)(6) 2019.